Manufacturer narrative:
Concomitant medical products: model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 5142343/5142458, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patent underwent explant.